Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the reciever was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The download log found no issues related to customer complaint. The functional testing was performed and passed. The receiver case was opened for further evaluation and no issues were found. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.